Event description:
Equipment issue: affected equipment serial/lot number: heartware hvad batteries: (B)(4); batteries noted in hvad autolog files to be associated with power switching/pump rebooting. Shoulder pack lot: 1755126, provided (B)(6) 2021- shoulder pack is threadbare with ripped corners, and clear plastic screen ripped and hurting patient. New equipment supplied to patient: hvad batteries (B)(4); shoulder pack: lot 1794690. Requesting mpxr and warranty replacement: yes. FDA safety report ID# (B)(4).